Manufacturer narrative:
The reported events of noise resulting in oversensing and loss of pacing was not confirmed. The device was received with normal output and telemetry communication. Functional tests were performed, including crosstalk and output verification did not identify any functional issues. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery voltage was found normal. A feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested, and the test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the atrial and right ventricular channels. The pacing inhibition resulted in episodes of pauses and syncope for the patient. The device was explanted and replaced to resolve the event and the patient was in stable condition. The physician allege the event was related to the device and not the right ventricular or right atrial lead.